Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture and a high/undefined impedance which spiked. Lead fracture was suspected. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.